Event description:
The reporter contacted animas on (B)(6) 2015 alleging the audio bolus button fell off the pump on (B)(6) 2015; the audio bolus button is inoperable. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2015 with the following findings: on examination, the audio bolus button was missing/detached from the pump.